Manufacturer narrative:
(B)(4). Results: the pet lock was intact on the proximal end of the pod packing coil (podj coil) pusher assembly. The pusher assembly and introducer sheath were kinked in multiple locations throughout their respective lengths. The embolization coil was detached from the pusher assembly, had a fractured stretch resistant (sr) wire, and was unraveled. Conclusions: evaluation of the returned device revealed the pusher assembly and introducer sheath were kinked. This damage likely occurred due to forceful handling of the podj coil during insertion into a microcatheter. Further evaluation of the returned device revealed the sr wire was fractured. This damage was likely incidental, may have occurred after the podj coil was removed from the microcatheter, and likely caused the embolization coil to detach and unravel. The lantern mentioned in the complaint was not returned for evaluation. All penumbra coils are 100% functionally inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podj coils). During the procedure, while attempting to advance a podj coil into the lantern delivery microcatheter (lantern), resistance was met and subsequently, the technologist inadvertently bent the podj coil pusher assembly. Therefore, the podj coil was unable to advance into the lantern and was removed. The procedure was then completed using new podj coils and the same lantern. There was no report of an adverse effect to the patient.